Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 23-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the fourth of four reports. Refer to 9611594-2019-00011 for the first event. Refer to 9611594-2019-00012 for the second event. Refer to 9611594-2019-00013 for the third event. It was reported that 4 endotracheal tubes had to be exchanged while in use. Additional information received 17-jan-2019 stated the endotracheal tube(s) had to be exchanged on a few patients due to ruptured cuffs. We discard the packaging when placed, so I did not have a lot number or anything to share. The murphy eye had no involvement as we¿ve seen in the past. There was no reported patient injury. Additional information received 18-jan-2019 stated "there was no injury to the patients. We just had to replace the defective tube by tube exchange." No additional information was provided.